Event description:
A physician reported that an ophthalmic operating console had shut down during surgery. The issue was resolved by rebooting the system, and the surgery was performed and completed successfully. There was no report of any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. The service record (sr) was opened to address the reported event. The company representative was able to resolve the reported event remotely with the customer. Based on the information available, the customer reported event cannot be confirmed. Per the sr, the issue the was resolved remotely and an onsite assessment of the system was not performed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).